Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "found one spectrum pump the audible tones problem" was confirmed through observation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had "found one spectrum pump the audible tones problem". Any patient involvement, injury or medical intervention is unknown.